Event description:
During PICC insertion, after vein access, rn was removing the provided needle over inserted guide wire. Initially, a slight resistance was felt. Rn stopped retraction of needle; wire (external) appeared intact. Continued retraction of needle produced further resistance then a snapping sensation. (Only moderate retraction pressure was applied). Further observation of wire showed sheared wire which appeared to be unraveled approximately 3-4 cm of thread like wire remained visible "external" to access site. Needle with remaining wire showed two wires, one sheared from another that was coiled around it.